Manufacturer narrative:
D4 - the product code/lot number combination is unknown, therefore the UDI number cannot be provided. H.6. - results = 3252 is based on the simulation testing conducted. H.6. - conclusions = 61 is based on the simulation testing conducted. The actual device was not returned to the manufacturing facility for evaluation and the product code/lot number combination was not provided. Therefore the investigation results are based upon the user facility information and simulation testing conducted on reserve samples. Based on the simulated testing conducted, when a wire is subjected to a certain type force such as; bend, repetitive, and/or pulling it may become fractured causing damage to the wire. The product code/lot number combination was not provided by the user facility which prevented a meaningful review of production and complaint records. With no return of the actual sample an exact cause of the reported event cannot be definitively determined based on the available information it is likely that the actual sample became subjected to a type of force, resulting in the shearing of the glidewire. The potential for such an event is addressed in the instructions for use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not available

Event description:
The user facility reported that a piece of the glidewire broke off inside the patient during a procedure. Follow up communication with the user facility confirmed the following information: a piece of glidewire broke off inside the interstitial tissue of a patient on (B)(6) 2016 during a coronary intervention procedure; on (B)(6) 2016 the patient came in for a cardiac MRI; it was at this time that the tech was informed that the patient had a procedure on (B)(6) 2016 to attempt to unblock a totally occluded vessel; the procedure was conducted through the femoral artery; (5) the wire was a 150 cm angled tip hydrophilic coated wire; the vessel was so badly blocked that the doctors could not advance the wire and had to abort; the doctors were advised not to pull the glidewire through the needle, but elected to do so; upon removal a small piece of the wire sheared off inside the patient; the vascular surgeons were consulted on the issue and concluded that no action was necessary to attempt to remove the piece; they then completed the procedure through the radial artery; the procedure was completed successfully; there was no blood loss; and the condition of the patient was reported as fine.